Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the left ventricular lead fracture when the physician attempted to remove the stylet. The lead was not used and removed. The patient was in stable condition.